Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called asking for assistance turning off the high alert sensor on her insulin pump. The high alerts were explained to customer and turned off. Customer also wanted to know why her sensor glucose reading was 308 mg/dl, but her blood glucose level is 208 mg/dl. She was advised that to find the problem she would have to do trouble shooting. Customer declined to trouble shoot. She was advised to call the help line if she needs any additional assistance. Nothing further reported.